Event description:
Event description: ecn event description: used the wire in a rt leg case. Used wire to place a cook 6x45 sheath. Owed wire to deliver charger balloon 5x100. The balloon was resistant to deliver over the wire and produced resistance to remove balloon over wire, but all went well with no issues. After the successful case it was noticed the wire had a scuffed or a jagged section on the distal section. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? None, as it was not noticed until removing the wire from patient at end of case. What is the next course of action? Set wire aside to be sent in to bsc. Patient present at time of event? Yes, patient complications: no patient complications image received with additional information from distributor's report: was issue present upon opening package? No. Question: was there any visible damage to the device? If yes, please describe: answer: yes. A scuffed or rough section of the wire was felt and visualized. Question: was the vessel calcified? Mild, moderate or severe? Answer: mild. Question: was the vessel tortuous? Mild, moderate or severe? Answer: mild. Question: what was the percent stenosis of the lesion? Answer: 67%. Question: was the vessel calcified? Mild, moderate or severe? Answer: mild. Question: was the vessel tortuous? Mild, moderate or severe? Answer: mild. Question: what was the percent stenosis of the lesion? Answer: 67%. Additional information provided 17-sep-2025: 1. Were the balloon catheter and the wire removed together as one unit from the patient or were they removed separately from the patient? A: removed separately.

Manufacturer narrative:
Additional event details were requested; however, to date no further details have been reported. As received, the specimen consisted of one-1 each pkg-hydro gw stf std s 260-035; returned coiled, loose without the dispenser assembly; double bagged within "zip-lock" style poly biohazard pouch. The specimen presented an overall length of 261.1 cm and a finished diameter of .03290" to .03325". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity till the proximal aspect of the skived/cut damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After wetting with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented areas/ witness marks of skived/cut damage to the polymer jacket material, including metallic core wire exposure. The damage was located 37cm to 79.3cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. The customer supplied image presented the zipwire in its packaging, making it difficult to clearly identify the reported damage. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use, warnings: do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and/or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Do not use the zipwire hydrophilic guide wire with devices that contain metal parts such as atherectomy catheters, laser catheters, or metal introduction devices as they may cause the zipwire hydrophilic guide wire plastic coating to shear and/or sever the wire. Additionally, as indicated in the device instructions for use, precautions: avoid manipulating or withdrawing the zipwire hydrophilic guide wire back through a metal needle or cannula. A sharp edge may scrape the coating or shear the guide wire. A catheter, introducer sheath or vessel dilator should replace the needle as soon as the guide wire has been inserted in the vessel. Other warnings from the device instructions for use to note include: to prevent possible tissue damage, care should be taken when manipulating a device over a zipwire hydrophilic guide wire during the device's placement or withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. Ifs the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire¿ hydrophilic guide wire and/or catheter and determine the cause under fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or clinical factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.